Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient  mentioned today, they went to bend down to grab a gallon of milk and their spinal cord stimulator (scs) "shocked them."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.